Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the patient pulled the venous line out of the hub of the catheter. The patient experienced bleeding and seizures after pulling the venous line out. A relative of the patient was able to stop the bleeding before bringing the patient to the emergency room. The hospital resuscitated the patient and admitted her to the intensive care unit. The catheter was exchanged after admittance to the hospital.

Manufacturer narrative:
One device was returned for evaluation. The product was examined visually and photographically. The complaint is confirmed. No definitive root cause could be determined however, it is likely due to rough handling of the device. A search of the complaint data base was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.